Event description:
N/a

Manufacturer narrative:
Updated fields. The duraseal exact spine sealant system (206520) was returned for evaluation: device history record (DHR) review - the DHR was reviewed, and no anomalies were found during the manufacturing and packaging process that could be related to the reported condition. Failure analysis - investigation showed that the product received included 2 syringes with 2 holder connectors (connected to external components), 3 loose spray tips, and 2 y-connectors. Loose spray tips, and y-connectors were visually inspected, and no signs of damage or usage were found. The assembly with syringes and holder connectors were visually inspected as well and had no signs of damage. There were signs of use as there were marks of dry blood and the syringes were received empty. The syringes were unscrewed to verify the tip and no discrepancies were detected. Vial was not included for evaluation and the syringes were received empty showing the product was used. With the sample available for evaluation, the failure mode reported could not be confirmed. Root cause - the root cause is undetermined. Product received was tested and the failure mode reported was not confirmed. Per the dfmea, potential causes of failure include: issues with solution mixing and coverage. The risk remains acceptable per the risk analysis. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that after injecting the blue solution of duraseal exact spine sealant system (206520) into the powder vial, it become jellied formation straight away. The product was in contact with the patient; however, there was no patient injury and no delay in surgery noted.